Event description:
Report states since the implant surgery the pt has experienced residual pain in the breasts associated with deformity and "depression of the pt's nipple areolar complexes." The pt states that following the initial procedures, she had partial loss of her nipple areolar complex on the right and has had persistent drainage and bloody discharge from that nipple.